Event description:
Customer reported tubing leaking just below the upper fitment in the silicone segment. There was no pt or staff harm. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set had been discarded by the customer and will not be returned. The root cause of this failure could not be identified.